Event description:
It was reported the patient had a loss of stimulation and abnormal impedances were measured on the patient¿s old system. The patient¿s old system had been replaced and the new system functioned without abnormality.

Manufacturer narrative:
(B)(4).